Event description:
The halyard gowns have holes on the inner wrapper. The discovery of this issue occurred during opening of surgical case supplies prior to a surgery. There was a sterile breach to the field and the field was torn down and reset. This caused a short delay due to the need for reopening the surgical case and picking new supplies. No injuries reported.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. Based on the photo provided, it showed thinner fabric fibers and pinholes in the csr fabric. Complaint data was reviewed from (B)(6)2023 to (B)(6) 2024 and there have been six complaints reported for this failure. Currently there are 0.38 complaints received per million products produced. Actions taken 1. Change implemented for the csr wrap from grey to blue. 2. Notified personnel at pre-sterile packaging area concerning customer complaints received. 3. Complaint data is monitored to identify upward trends associated with the reported incident and implement additional corrective actions, when warranted. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.